Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg pocket moved due to patient sitting on the ipg. As a result, surgical intervention as undertaken on (B)(6) 2018 wherein the ipg pocket was relocated from right buttock to right lower back. Issue was resolved.